Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation functioned as designed. It was reported that the site was unfamiliar with proper placement of the emitter for navigation. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was unable to track instruments. There was no patient present when this issue was identified. No additional information was provided.